Manufacturer narrative:
Follow-up was attempted; however, the patient-related fields in section a were unknown, unavailable, or not provided. Additionally, detailed product information was not provided to bsc. Because the product lot number is unknown at this time, we are unable to provide the complete unique device identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a stroke. The patient presented through the emergency department with symptomatic, escalating transient ischemic attacks. As the patient was not cleared by cardiology, a left heart catheterization with intravascular ultrasound (ivus) of the left main artery was performed, followed by a left transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. Post-procedure, the patient passed the neurological assessment and was awake, able to move all extremities, and able to follow commands. Approximately 24 hours after the procedure, the patient developed right-sided limb weakness and difficulty with speech. The symptoms were managed medically without additional surgical intervention. No blood pressure issues were noted. The patient was compliant with dual antiplatelet therapy (dapt). Over the following 48 hours, the patient's strength and speech progressively improved, and it was reported that the patient is expected to make a full recovery.